Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the valve was bent when the dilator was inserted into the sheath. The sheath was replaced with another vizigo¿ sheath and the same issue occurred on the second one. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. No blood return was observed. It was then replaced with an agilis sheath and the procedure was completed without any problems. There was no patient consequence.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000060 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-001456049 has two reports: for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (2) MFR # 2029046-2023-02537 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).